Event description:
The customer reported that the system displayed a communication error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and reseated circuit boards. The system operates as intended.